Manufacturer narrative:
This is one of two device reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac arrest and expired approx five days later, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.